Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2013 and received 2 trial leads (from the same lot). It was reported the pt experienced unintended and ineffective stimulation. It was determined a lead migration had occurred. The trial was concluded and the pt may move forward with a permanent scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.